Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and severely calcified right iliofemoral artery. A 4.0 x 150, 135cm mustang balloon catheter was advanced for pre-dilation. However, on the third inflation at less working pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang 4.0 x 150, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm distal of the distal markerband and extending approximately 76mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and severely calcified right iliofemoral artery. A 4.0 x 150, 135cm mustang balloon catheter was advanced for pre-dilation. However, on the third inflation at less working pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.